Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console displayed a message indicating that the state of the backup batteries was not known. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
A 5 volt regulator integrated circuit on the power manager circuit board failed, apparently due to a voltage spike of unknown origin.